Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the x-arm and found a broken collet clamp and plunger clamp. Fse replaced the tip clamp and plunger clamp. While on-site, the fse completed the semi-annual preventive maintenance and replaced all tip clamps, lld springs and compression springs due to normal wear. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.